Manufacturer narrative:
It was reported that the patient had a serious fall and felt a pop in their knee. The surgeon says the fall likely broke or loosened the polys. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a serious fall and felt a pop in their knee. The surgeon says the fall likely broke or loosened the polys. Revision surgery is planned to exchange the poly inserts.